Manufacturer narrative:
(B)(4). Batch #: 193a82. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. In order to verify the condition of the internal components, the device was disassembled. Upon disassembled the manual override door was noted to be broken, missing the switch activation feature. This not allowing the pcb sw1 located at the top side of the pcb board to be activated, as there was no contact with the door. In addition, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the bailout door became broken. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that during the lung cancer surgery, could not fire when severing lung tissue on the first firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.